Event description:
Per (B) (4) adverse event report, all three of this patient's leads were determined to be dislodged by chest x-ray on (B) (6) 2010. All leads were successfully repositioned on (B) (6)2010 and remain implanted. Should additional information become available, this file will be updated. Corox otw-s 75-bp, (B) (4), MDR 1028232-2010-01527. Linox sd 60/16, (B) (4), MDR 1028232-2010-01528.